Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are blown.associated malfunction for this device: manifold, muffler and preformed tubes contaminated.